Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the haptic broke in the patient¿s eye. Additional information was received stating that the lens was inserted and later removed. The initial procedure was completed on the same day using an unspecified new lens. No patient harm occurred. According to the doctor, the event occurred due to insertion error, the lens was stuck in the plunger of the insertion tool.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).